Event description:
It was reported on (B)(6) 2013 that a customer had an issue with tumescent infiltration pump. The customer states that the pump is not pumping.

Manufacturer narrative:
Submit date: 06/12/2013. An investigation is currently underway upon completion the results will be forwarded.